Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 20-mar-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification was performed on the suspect product. The plunger rod was found completely retracted. Viscoelastic residue was observed to be distributed through the length of the cartridge. There was damage to the cartridge tip which extended to the cartridge. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly was inspected and presented with no damage or viscoelastic residue. The plunger rod advancement was inspected and presented with no issues. The lens was cleaned and presented with damage to the optic body. No further evaluation was performed. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a, as the lens was not implanted. Section d6b - explant date: n/a, as the lens was not implanted. Section e1 - (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the surgery, the doctor observed under the microscope that the intraocular lens (iol) was already crumpled. Therefore, the iol was not used for the procedure. Subsequent follow-up confirmed that the lens did not come into contact with the patient's eye. No additional information has been provided.